Manufacturer narrative:
The primary di and production identifier of lot number were not available from this social media consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that with removal of a tampon, the string separated. She manually removed the pledget from her vaginal cavity. She also reported that tampon pieces were left behind. An attempt was made to obtain further information regarding the consumer¿s use of the product and outcome. The consumer only reported back that these incidents occurred about a decade ago. No additional information has been received.